Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient and their representative that the patient was punched in the chest at the implantable cardioverter defibrillator (ICD) site really hard and passed out. Upon waking, the patient experienced dizziness and "could barely walk". Approximately three weeks later, the patient experienced chest pain and noted bumps around the ICD that were "really hard, like the [right ventricular] lead is protruding or poking through¿. The patient was evaluated by emergency medical personnel who informed the patient that the ICD was over-pacing. The ICD and rv lead remains in use. No further patient complications have been reported as a result of this event..